Event description:
During an rf procedure of levels c4, c5, and c6, when the generator switched to motor stimulation mode, the patient experienced unintentional sensory stimulation. The procedure was completed using the same equipment and without delay. There was no intervention or additional treatment required.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.